Event description:
This is a spontaneous report by a nurse from (B)(6) of patient reusing minicaps and peritonitis in a patient coincident with dianeal pd2, unknown bag therapy. In (B)(6) 2009, the patient began treatment with dianeal pd2, unknown bag (dose, frequency and lot number not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unreported date, the patient reused minicaps. On (B)(6) 2011, the patient experienced peritonitis, manifested by abdominal pain and pineapple juice like dialysate. The patient was treated with 500 mg vancomycin. The abdominal pain persisted and on (B)(6) 2011, the patient was hospitalized. Remedial therapy consisted of 3 doses of vancomycin (500 mg, intravenous) and heparin (300 iu per liter of dialysis solution). The outcomes of the peritonitis and patient reusing minicaps were not reported. The patient remained hospitalized. The action taken with dianeal therapy was not reported. The nurse believed the peritonitis was unrelated to dianeal therapy and the cause of the peritonitis was the patient reusing minicaps and doing pd exchange in a public area. The nurse did not provide an assessment of causality for the patient reusing minicaps.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of this incident was determined to be use error-break in aseptic technique.